Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Product manufacturer reference number: 3006705815-2021-00725, and 3006705815-2021-00726. It was reported that the patient was experiencing ineffective therapy. Troubleshooting revealed that the leads had migrated. As a result, the system was explanted on (B)(6) 2021.